Manufacturer narrative:
Equipment was received in vyaire facility for evaluation. The event trace was downloaded and being reviewed. The unit is placed on extended testing with the customer's settings. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the ltv (lap top ventilator) 1200 has low minute volume issue. The unit stop while on a patient. The patient was manually ventilated and was moved to another ventilator. As of this time there is no information about patient harm associated with this reported event.

Manufacturer narrative:
Updated information:g3,g6,h2,h6 and h10. Additional information from the customer confirmed that there is no long term consequences to the patient after being manually ventilated and moved to another ventilator. The patient was sent home one week later.

Manufacturer narrative:
Result of investigation: vyaire medical was unable to confirmed the reported issue. Visual inspection found no anomalies. Unit was ventilating normally without any alarms. Unit passed tidal volume test. Event logs found no unusual events recorded. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.